Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2004: underwent uretex pubovaginal sling, cystoscopy, suprapubic cystotomy under direct cystoscopic guidance under general anesthesia. On (B)(6) 2006: cystocele grade 2, rectocele grade 3, urinary retention ¿ status post pubovaginal sling in the past, vaginal bulge and pelvic pressure. Mesh revision surgery: (B)(6) 2006: underwent anterior colporrhaphy, transvaginal urethrolysis, cystoscopy, suprapubic cystotomy under direct cystoscopic guidance and posterior colpoperineorrhaphy under general anesthesia.